Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
An aus device was implanted on (B)(6) 2010. On (B)(6) 2011, it was reported that the patient nor the physician could "easily squeeze the pump, the pump suddenly deflates easily and will not cycle." Additional information requested, however, not provided. The patient information and other surgical details are unknown.